Event description:
It was reported that three patients had serious respiratory infections traced due to bronchovideoscope. Details of the patient's current condition due to infection, the event details outcome, treatment, and device reprocessing details were requested but not available at the time of the report.